Event description:
There was an allegation of discrepant hbv results when using the cobas® mpx kit on the cobas 6800 analyzer for four patients. The initial result for two of the samples generated a non-reactive result for hiv, a reactive result for hbv, and a non-reactive result for hcv. Repeat with the same assay generated a non-reactive result for hiv, hbv, and hcv. Repeat on a competitor assay (hologic panther) generated a not-detected result for hbv. A negative result was also generated on hbsag assay. For the third sample, the initial sample generated a non-reactive result for hiv, a reactive result for hbv, and a non-reactive result for hcv. Repeat with the same assay generated a non-reactive result for hiv, hbv, and hcv. Repeat on a competitor assay (hologic panther) generated a not-detected result for hbv. A negative result was also generated on hbsag and anti-hbc (igg/igm) assay. For the fourth sample, the initial sample generated a non-reactive result for hiv, a reactive result for hbv, and a non-reactive result for hcv. Repeat with the same assay generated a non-reactive result for hiv, hbv, and hcv. Hbsag was negative.

Manufacturer narrative:
The cobas 6800 serial number was (B)(6). The investigation indicated no product-related issues were identified. Potential causes for the alleged issue are: true positive dna due to true infection in the donor, could be either early window period* infection or late infection, obi. True positive due to sample contamination. In a low-risk donor population, false positive or sample contamination is more likely than window period donations. Sample contamination gives a true positive nat result but is not a true positive infection in the donor. False negative serology: perform alternative serological tests and/or serological confirmation tests. Differences in technologies when compared to hologic panther.